Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). Engineering analysis of device save to disk data confirmed pbd. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.